Manufacturer narrative:
Device eval: the subject device has not been returned for eval. The customer did not specify if this was the initial use of the device. The customer was uncertain which lot the suspect device came from. A second possible lot number was provided by the customer, f741910: expiration date - 09/30/2012, device MFR date - 10/2009. Eval: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that the rotator broke during use. No harm or injury was reported.